Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a cholecystectomy procedure, cs14c device was locked out during use. Error 5 was displayed. The tip of the trocar sleeve seemed to be melted a little. Another device was used to complete the procedure. There were no adverse consequences for the patient.